Event description:
The patient was reportedly implanted with a cook biodesign or surgisis 4-layer tissue graft on (B)(6) 2013 at (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.